Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. Investigation found a damaged umbilical cable and uninterruptible power supply (ups) to be the root cause of the reported issue. Specifically, the mobile view station (mvs) umbilical cable was damaged causing loss of communication. Battery does not hold charge. Immediately shuts down upon power interruption. Also noted the during testing, the battery was difficult to install as it is very slightly expanded. Did not charge above 14vdc, expected is 26vdc. Found broken connection in cat 5 between imaging system and mvs computer. Bench testing confirmed failure of 100t test, and identified pins 4&5 lemo are disconnected from the associated wires. Issue resolved through part replacement. System checkout performed. System passed all testing. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while performing preventive maintenance, he found the mobile view station (mvs) not communicating with the imaging system computer, the mvs uninterruptible power supply (ups) not holding charge, and the imaging system batteries holding a charge for a while, then drain quickly. There was no patient present when these issues were identified.